Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is stating electrodes (not cover patches) are leaving blisters directly underneath the pads that are seeping fluid. Advised the patient to take the device off for 4-5 days until skin is completely cleared up. Patient is rotating pads as well. Called the patient back. Patient stated they were causing blisters. Both sides had blisters and broke. Went to doctor and advised him to rotate. Wore the 72r electrodes cover with a brace. He changes them every 2 days. He still wanted to use the 72r. Advised to change electrodes 2 times a day with rotation and no covers. Stated he will call back if he has any more issues. Said he will send out the 63b electrodes if the 72r electrodes continue to cause irritation. New 72r and 63b electrodes were shipped to the patient.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient is stating electrodes (not cover patches) are leaving blisters directly underneath the pads that are seeping fluid. Advised the patient to take the device off for 4-5 days until skin is completely cleared up. Patient is rotating pads as well. Called the patient back. Patient stated they were causing blisters. Both sides had blisters and broke. Went to doctor and advised him to rotate. Wore the 72r electrodes cover with a brace. He changes them every 2 days. He still wanted to use the 72r. Advised to change electrodes 2 times a day with rotation and no covers. Stated he will call back if he has any more issues. Said he will send out the 63b electrodes if the 72r electrodes continue to cause irritation. New 72r and 63b electrodes were shipped to the patient. The 72r electrodes were not returned for evaluation.